Event description:
It was reported that the bd emerald¿ syringe leaked at the luer connection. The following information was provided by the initial reporter, translated from french to english: "during their last use (at the scanner I think), they had several times a significant leak at the luer connection. They noticed a visual and touch defect at the luer tip."

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 2004122 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for evaluation. The retained samples were examined and no signs of defect were observed. Root cause could not be determined. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd emerald¿ syringe leaked at the luer connection. The following information was provided by the initial reporter, translated from (B)(6) to english: "during their last use (at the scanner I think), they had several times a significant leak at the luer connection. They noticed a visual and touch defect at the luer tip."